Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, system risk analysis (sra), visual analysis, retains analysis and concomitant product evaluation. ¿ the DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue. ¿ trending analysis by lot number was reviewed from 01/17/2017 to 04/05/2017 and trending was not exceeded. ¿ the sra indicates the risk associated with a quality problem with no impact on safety is "low." ¿ the single cyclesure® 24 bi was not returned for visual inspection. ¿ thirty-two retains bis were subject to functional evaluation. All thirty-two bis met specification. ¿ the concomitant sterrad 100nx was tested by a field service engineer. Corrective maintenance was performed and the unit was returned to specification. It is inconclusive whether or not the maintenance performed was related to the suspect positive bi issue. There is insufficient information to determine an assignable cause. It is unlikely that the suspected positive bi was caused by a manufacturing issue in the cyclesure® product since retains testing met functional specification, DHR review found no anomalies that would contribute to a positive bi result, and lot history review found lot trending was not exceeded. The customer was unresponsive to multiple attempts to obtain additional information and the suspect bi was not returned for analysis and could not be evaluated for user error. Should additional information become available, the complaint file will be re-opened and re-evaluated. The cyclesure® retains met functional specification. As a result, there is not an issue with product performance when used per the instructions for use (IFU). The issue will continue to be tracked and trended.

Manufacturer narrative:
Catalog number - the correct catalog number is 14324_97 .(B)(4).

Event description:
A customer reported a positive result with a cyclesure® 24 biological indicator (bi) after a completed sterrad® 100nx cycle. The chemical indicator on top of the vial did change correctly to a golden yellow color. The affected load was reprocessed. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure® 24 biological indicators.